Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 8:30 am with a high blood glucose level of 433 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was taken by paramedics to the hospital for treatment. The customer stated that the cause of the incident was due to a broken replacement insulin pump that was sent to them. The customer was informed that the issue may have to do with inaccurate insulin pump settings. The customer was assisted with properly programing their insulin pump. The customer did not return the product back for analysis.